Event description:
It was reported that the customer was in the emergency room with ketones and high blood glucose of 572mg/dl. The mother stated that the infusion set was changed multiple times the day before, but his glucose level was rising. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The mother stated that the diabetes educator has determined the insulin pump was not delivering insulin and needs to be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.